Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerline s/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported powerline break issue, as striations were noted at the edge of the complete circumferential break at the distal end of the catheter segment and no other catheter segments were returned. The investigation is confirmed for the identified deformation issue, as a kink was noted just distal of the luer. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, through left jugular via left chest, the hub was allegedly broken at the distal end where it joins the extension leg. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a port placement, through left jugular via left chest, the hub was allegedly broken at the distal end where it joins the extension leg. There was no reported patient injury.